Event description:
The customer reported obtaining questioned elevated il-6 (access il-6, part number a39045 and lot number 338005) on the customer's dxi (unicel dxi 800 access immunoassay analyzer, part number 973100 and serial number (B)(6)) patient results. Customer did not provide specific patient results. Customer did not indicate whether the questioned results were released from the laboratory. There was no report of death or serious injury and not report of change to patient treatment or management that was attributed to output from this device. No hardware errors or issues with other assays were reported in conjunction with this event. System performance indicators such as system check, calibration and quality control were not provided for review. Sample collection and handling information such as sample type, volume collected, sample processing and storage and other sample information was not provided. A beckman coulter laboratory support specialist (lss) was dispatched to assess system performance.

Manufacturer narrative:
A1: the fill patient identifier is (B)(6). A2, a3, a4 and a5: the customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. H3 and h6: the access il-6 reagent was not returned for evaluation. No hardware errors or other assay issues were reported in conjunction with this event. A beckman coulter laboratory support specialist (lss) was dispatched to assess system performance. Lss reviewed customer information such as calibration curve, reagents and consumables used and did not note any issues. Lss noted the customer was not running quality control (qc) and did not perform external quality assessment (eqa). Lss obtained eqa samples, performed eqa testing and obtained results which met target values. Lss suggested customer perform eqa testing to monitor results. In conclusion, the cause of this event cannot be determined with the available information. Note: access il-6 part number a30945 is used to complete MDR reporting as access il-6 is under emergency use authorization within the united states. Customer in country of event origin is using access il-6 part number a16369 which is approved in that country as in vitro diagnostics and is not under emergency use authorization.